Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the reporter contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened again to the call recording. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2017 at 11:56am when the patient obtained a blood glucose result of 123mg/dl. The patient manages her diabetes using insulin (self-adjuster) and the reporter denied that any changes had been made to the patient¿s diabetes management routine in response to the alleged issue. The reporter claimed that the patient experienced symptoms of ¿seizure, bit tongue, concussion and amnesia¿ at 12:30pm, approximately 30 minutes after the alleged issue began, and was taken to the emergency room (ER) where a blood glucose reading of 80mg/dl was obtained using an ER meter compared to a reading of 130mg/dl using the subject device, both measurements within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient reportedly received hcp treatment of ¿intra-muscular fluids and "adavan" for nausea¿ in the ER at 1pm in response to the reported event. A subsequent blood glucose measurement using the ER meter at 3:15pm gave a result of 132mg/dl compared to a result of 195mg/dl using the subject device. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.